Manufacturer narrative:
The defibrillator in question was not returned to MFR in foreign country for eval. It was tested by the technical dept of the hosp which is responsible for the defibrillator. The conclusion of their report is that the pt cable was defective (intermittent failure) and that the defibrillator itself functioned properly. There is no mcm report available for eval. The pt cable date coded 1100 will be sent to MFR for eval and has not yet arrived there. The "check electrodes" message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experienced. The periodic and after use check recommended by the hs3000 operating instructions, to ensure the device is ready for add'l use, includes inspection of the pt cable for obvious damage and use of the pt cable to deliver a shock.

Event description:
This incident was reported to MFR by foreign health authorities 1/8/07 with detail provided by the end-user 1/10/07: during an incident at a nursing home, in a foreign country in 2006, involving a female pt with chest pain little affected by medication and who was unresponsive and pale with shallow, slow respiration and no palpable pulse upon arrival of the ambulance crew, this defibrillator displayed "check electrodes" and there was no ECG on the screen. The electrodes were replaced, but the problem persisted. CPR was performed throughout. A doctor-manned ambulance arrived after approx 10 min and their defibrillator displayed asystole. Adrenaline was given with no effect, CPR was terminated and the pt was pronounced. The user has explained the incident as related to diagnostic procedure and cardiac arrest, and did not associate this device problem with pt outcome or compromised care.